Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. The 2.5 x 15 mm nc trek balloon dilatation catheter (bdc) was attempted to be advanced on a whisper guide wire but they were not able to track it as the wire felt too sticky. The coating of the core of the wire was peeling when the wire was removed. Another whisper wire was attempted but had the same issues. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated polymer coating was unable to be confirmed. The reported difficult to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint handling database identified other incidents from this lot. The investigation determined the reported difficult to advance and the reported peeled / delaminated difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal procedures.